Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads. The patient reported having a nickel and silver allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone for the irritation. Follow up indicated that the patient removed the lifevest and applied triamcinolone cream to the irritation. The patient confirmed the skin irritation has improved.